Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. The reporter indicated that the pump was not recording the prime in the prime history. The reporter sated that the pump performed the rewind, load, and prime steps but the pump prime history showed nothing for the date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/07/2013 with the following results: no defect was found. Black box review shows no activity outside of normal use, last basal delivery was on 07/13/2013. No prime or cartridge change was performed on (B)(6) 2013 .pump powers ¿on¿ and displays ¿verify¿ screen. Advanced bolus features set to on and found accurately functional. Bolus history is accurately recorded. Pump was primed successfully; the history accurately recorded the prime info at the correct time and order. Pump was paired with a test meter and it was exercised for 24 hours. Boluses were performed during the duration test using ¿normal¿, ¿ez-bg¿ ,¿ez-prime¿ and ¿combo¿. Pump history recorded accurate boluses at the correct time and order.